Event description:
It was reported that during follow-up, stored episodes of supraventricular tachycardia diagnosed at vt were observed. All electrical values were good. Physician elected not to make any programming changes, however pharmacological changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.